Event description:
Allegations of fatigue, arthralgia, myalgia, blurred vision, tingling & numbness in right upper extremity and hand, rashes, coldness in tips of fingers & toes, hair loss, systemic lupus erythematosus, peripheral neuropathy, raynaud's-like phenomenon, recurrent infections, adjuvant disease.